Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump turned off. Caller cannot recall their blood glucose reading. The insulin pump fell in the water and exposed to moisture. The insulin pump went off after moisture exposure. The insulin pump was not damaged. The insulin pump not working. Insulin pump was returning for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Pump had corroded motor home switch.